Manufacturer narrative:
Additional information: according to the information received from the field the recipient had intermittent hearing benefit. A revision surgery was performed during which the reference electrode was fixed, which resolved the reported issue. The device remains implanted and in use.

Event description:
The user noticed a sudden change in hearing performance and in situ testing was carried out on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were observed during in situ measurements when the user pulled down his earlobe. The clinic will decide how to proceed with this case. Re-implantation is considered.